Manufacturer narrative:
Due to character limitations in e1 initial reporter - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported by the customer that during intra-aortic balloon (iab) therapy, the balloon catheter used during the procedure was unable to pass through the sheath. No patient harm or injury reported.

Manufacturer narrative:
Corrected fields - h6 (type of investigation). Updated fields - b4, g3, g6, h2, h11.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - d10, e2. The returned product had its membrane fully unfolded, with visible blood on the exterior of the iab. The sheath was not returned for evaluation. One kink was observed on the catheter approximately 75.4cm from the iab tip. A laboratory insertion test of a laboratory 8fr sheath was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. No kinks or damage was observed on the inner lumen that would contribute to a difficult to insert. An insertion test of a laboratory guidewire was inserted smoothly, and no restriction felt. The reported issue of "difficulty/unable to insert iab " could not be confirmed based on the evaluation of the returned device. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.